Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a reduced battery life. Blood glucose level at the time of the incident was not provided. During troubleshooting, caller reported more than five alarms per day in the history. Caller also reported that a power error and a power loss alarm occurred. Caller was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.